Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed dso sensor and seal was found damaged. Dso sensor and seal was replaced. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. Review of event log found no relevant information. Review of service history found no relevant information. Visual and functional testing was performed. The probable cause of the reported problem is damaged dso sensor.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device was showing error code 46440. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the air bubble found in dso seal. The reported problem could not be duplicated. However, the probable cause for the error was evident during visual inspection and functional testing, the complaint was not evident in the alarm log. The dso sensor and seal was found damaged, and both were replaced. The device passed all functional testing and pvt tests within specification and with no failures.

Event description:
It was reported that the device was showing error code 46440. The event occurred during preventive maintenance inspection and there was no patient involvement.